Manufacturer narrative:
Device evaluated by MFR: the returned device matches the upn number provided by the customer. Kink approx. 69cm from the distal tip. Material located on array shaft. Appears to be part of the array shaft. The electrical test was performed and the device passed the test. Device history record review was performed and no deviation was found. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. A intellamap orion catheter was selected for an ablation procedure but during the procedure the physician experienced catheter impedance tracking issues. The procedure was completed with this device. It was reported that the patient was fine. However the investigation revealed foreign material was present.